Event description:
As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day timeframe. We are filling these late reports as directed by the (B) (6) staff. It was reported that the pt experienced sedation, drowsiness and weakness in gastrocnemius, hamstring and quadricep muscles following a refill/programming session on (B) (6) 2007 during which the concentration of baclofen was changed from 500 mcg/ml to 1000 mcg/ml. On (B) (6) 2007, the pump volume was checked and a discrepancy of 44% was noted; the actual volume was 17.7, the expected volume was not provided. The concentration was changed back to 500 mcg/ml at a daily dose of 77.07 mcg/day and the pt recovered without sequela. It was noted that at the next refill, the pump volume was within range. The device system was used to deliver baclofen.

Manufacturer narrative:
(B) (4)